Event description:
Patient ¿ approximately 2 1/2 months post-surgical ¿ fell and broke right hardware repair of proximal femur non-union. Closed nondisplaced intertrochanteric fracture of the right femur.